Event description:
It was reported that the paramedic was inserting the ez-io needle set and after he got into bone with the driver still spinning "in torque" the hub/needle set sheared. They use our system frequently and have never had anything like this occur. They immediately obtained another io delivery of "a full set of life support" medications to the pt. The resuscitation continued for 30 minutes until the pt was declared deceased. As is protocol all lines were left in the body including the broken needle. There have been no further problems. Per the risk mgr they do not believe the needle shearing caused or contributed to the pt's outcome.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.